Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for blood leakage past the stopper was observed. Additionally, ten (10) retention samples from bd inventory were evaluated by functional testing and the issue of leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of leakage. A supplier corrective action was initiated to document and further investigate this issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd preset¿ eclipse¿, blood leaked from seventeen (17) devices. No adverse impact was reported regarding the patient or user.